Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the lead barrels and header of the device noted body fluid contamination in the lead barrels. A visual inspection of the device header and case found scratches and dents. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed intermittent low shock impedance measurements less than 20 ohms. When reviewing the impedance history, there have been two other times when the lead impedance dropped from it's average measurement to into the 20 ohm range and then go right back up. A boston scientific representative interrogated the lead and found impedance measurements of 53 ohms. Technical service advised maximum energy shocks to assess the lead integrity but the physician declined. The physician opted to continue to monitor the issue. The device was explanted three years later during an upgrade procedure and the rv lead remained implanted. No adverse patient effects were reported.